Event description:
As reported from our affiliates in (B)(4) this was a case of a 29mm sapien 3 transcatheter heart valve in aortic position by transfemoral approach. While advancing the commander delivery with crimped valve through the esheath, it was not possible to push the valve though, strong resistance was found, and the valve moved on the balloon towards the tip. Therefore, it was decided to remove the commander delivery system along with the esheath. New devices were prepared and then the valve was successfully implanted. The patient was in stable condition with no apparent injury to the femoral artery. As per medical opinion, the root cause of the event might be related to high tortuosity which made it difficult to advance the delivery system. During pre-decontamination observation of the second esheath, it was observed that the esheath had a split distal tip.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Corrected a.1. Added additional information and updated information in h.6 and h.8. During initial evaluation of the returned esheath the dilator was noted to be inserted. The liner was not expanded and the tip was stretched. As the work order information was not provided no DHR review or lot history review were able to be performed. During manufacturing of the esheath introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. During visual inspection the majority of the liner appears unexpanded with approximately 2'' of the liner lifted at the distal end. The distal tip is opened and split with minor soft tip damage. A review of the IFU, device preparation training manual, and device procedural training manual was performed. The proximal tapered end of the sheath is larger in diameter. Hydrate sheath but do not wipe off hydrophilic coating. Insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance. Insert slowly with continuous motion to minimize friction. Ensure fully expandable portion remains completely within the vessel for proper hemostasis and that the sheath tip is inserted beyond the aortic bifurcation (above the renal arteries). Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. Remove the suture securing the sheath. Remove the sheath entirely without torquing ensuring the edwards logo is facing upwards. Do not reinsert the sheath at any time during removal. Hemostasis will not be maintained if the sheath is partially removed past the partially expandable section. Have an appropriate dilator ready to occlude the vessel if required. Initially insert the introducer sheath with the edwards logo facing up. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformance was confirmed, a product risk assessment escalation is not required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The distal tip split was confirmed from returned device evaluation. No manufacturing non-conformances were identified in the evaluation. Review of the complaint history showed no indication a manufacturing non-conformance contributed to the event. No IFU/training manual deficiencies were identified. Scratches were present on the returned sheath. For this complaint, the sheath soft tip damage, opened tip, lifted distal liner, and tip split indicate interaction with a hard material such as vessel calcification resulting in this damage. Available information suggests patient factors (calcification) may have contributed to the event.